Event description:
Customer reported set came apart when nurse tried to get bubbles out of tubing. This separation occurred at the junction where the tubing from the drip chamber connects to the pumping segment. No patient harm occurred. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing coming apart was confirmed. The silicone tubing was observed to be separated from the upper fitment. The o-ring retainer was not present on the upper fitment or on the silicone tubing. The cause of this separation could not be identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot #, silicone tubing and upper fitment part numbers, for the failure mode reported.